Event description:
Owen mumford USA inc's distributor received a letter from one of their patients stating she had two boxes of their private labeled pen needles, unifine pentips plus and a needle from each box broke off in her abdomen. She reported in the letter to them that she was able to remove one herself, but had to go get an x-ray to see if the other could be found, but it could not be located.

Manufacturer narrative:
Owen mumford USA inc customer service was able to contact the patient, (B)(6). She communicated that she is ok, but just wanted us to know she had two needles, on separate occasion, break off in her abdoment and she had never had that happen before.